Event description:
Pt has temporary epidural catheter with marcaine infusion via another MFR's pump with remote adapter, epidural filter and a second MFR's clave connector. Pump will not infuse with this set up, alarms "high pressure." When clave is removed, it infused fine. (Also see 1008757, 1008759).